Event description:
Same case as #2134265-2008-00523, 00524. This complaint is now reportable based on the analysis competed on 04/16/2008. It was reported that during a coronary stenting treatment procedure, difficulty crossing the lesion occurred. The lesion was located in a very calcified and tortuous right coronary artery. The physician attempted to advance a 3.5x20mm liberte' stent however it became "loose" after hitting some calcium. The device was removed and it was noted that the stent had moved slightly off the balloon. The physician was then given another 3.5x20mm liberte' stent and noticed that the distal tip of the stent struts were flared out. This second stent never entered the pt. The physician went on to try to place a 3.5x16mm liberte' bare metal stent and another manufacturer's stent but neither was unable to cross the lesion. The procedure was completed with the use of a cutting balloon and a liberte' stent was successfully deployed. No pt complications occurred. Pt status is satisfactory. Device analysis found that stent damage had occurred.

Manufacturer narrative:
Initial product analysis found that the stent had moved 1.4cm distally on the balloon and stent damage on the proximal end where one strut pair was bent out of plane. Along the length of the hypotube, there were also numerous kinks. The sds was examined under magnification. The balloon was tightly wrapped in its preinflated state. The surface of the balloon exhibited indentations consistent with what is expected from having a crimped stent at one time. No defects were observed on the balloon. All product analysis evidence suggests that the stent was properly crimped on the balloon at one time. There is no evidence of manufacturing defect or anomaly on the returned unit. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address this issue. The most probable root cause can be attributed to operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.